Manufacturer narrative:
The manufacturer previously reported an event in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient multi-party short form wrongful death, pulmonary damage/inflammatory response, kidney damage, and lung inflammation. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed. The previous report incorrectly captured the reported event as the type of reported complaint as serious injury. The event is a death. The form's box h: device manufacturers; type of reported complaint has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient multi-party short form wrongful death, pulmonary damage/inflammatory response, kidney damage, and lung inflammation. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.